Manufacturer narrative:
A complete lead was returned in one piece and a stylet was returned in side the lead body. A suture sleeve tie impression was noted near the connector pin and the helix was fully retracted and clogged with blood and tissue. X-ray examination and electrical testing revealed no conductor fractures or internal shorts. Tip stiffness testing results were in specification. The results of the investigation concluded the analysis of the lead was normal with no anomalies found.

Event description:
It was reported that a decrease in sensing, a decrease in pacing impedance and exit block were noted on the right ventricular (rv) lead. Dislodgement of the lead could not be identified so a lead revision was performed. During the lead revision procedure blood was noted in the lead body so a new lead was implanted. While explanting the lead a pericardial effusion was noted requiring a pericardiocentesis. The patient was in stable condition following the procedure.